Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21382. It was reported the pt does not have stimulation and the sjm rep was unable to communicate with the ipg using multiple external devices. Subsequently, the pt underwent surgical intervention to explant and replace the ipg. However, during the procedure, the physician accidentally cut the lead tails. The physician implanted the new ipg with port plugs. Surgical intervention will take place at a later date to replace the existing lead.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.